Event description:
Information was received that reported a pt was hospitalized in 2006. The reporter states the pt was transported to the ER due to rapid heartbeat and unresponsiveness. Reportedly, her blood glucose was >800. In the ER, the pt was given an EKG, chest x-ray, her thyroid and gallbladder checked along with additional blood tests. During her admission, a blockage in her heart was found and a stent was placed. IV fluids and IV were given during her hospital stay and blood glucose did come down after 24 hours. The reporter did state that the pump has been giving multiple blockage alerts and that the blockage alerts are occurring regularly 3-4 days after set changes. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or funcitonal failure was detected and the product was within specification.